Manufacturer narrative:
The customer reported that repeat testing was performed to confirm correct results and a corrected report was issued. The customer installed a new k sensor and the results were in the expected range. The k sensor has been requested to be returned for investigation.

Event description:
The customer reported lower than expected potassium results on the rl 348 when compared to a non-siemens laboratory analyzer. There was no reported injury due to this event.

Manufacturer narrative:
The potassium sensor of the rapidlab 348 was returned for inspection. Siemens has reviewed the data files provided by the customer. When installed at siemens the returned sensor was compared to a control and was found to be stable and performed acceptably. No defects were observed when inspecting the sensor. The cause of this event is unknown.